Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
Surgeon presented the x-ray for a right knee in which the medial tibial baseplate had collapsed because of a fracture. The doctor decided to revise the knee through a standard med para patella incision. He made an attempt to remove the baseplate only which was unsuccessful do to the obesity of the patient. He then proceeded to remove all implants except the patella using osteotomes. Upon removal of the implants he proceeded to reimplant a triathlon ts femur and baseplate with stems.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fracture of the proximal tibia bone leading to collapse of the baseplate component and subsequent revision surgery involving a triathlon baseplate component was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because further information such as additional x-rays, operative report and clinical history are needed to complete the investigation for determining a root cause.

Event description:
Surgeon presented the x-ray for a right knee in which the medial tibial baseplate had collapsed because of a fracture. The doctor decided to revise the knee through a standard med para patella incision. He made an attempt to remove the baseplate only which was unsuccessful do to the obesity of the patient. He then proceeded to remove all implants except the patella using osteotomes. Upon removal of the implants he proceeded to reimplant a triathlon ts femur and baseplate with stems.